Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report of a check lines and bags alarm that occurred while refilling heater .the patient was connected to the machine. Nurse stated one of the bags was leaking all over the floor. Technical service representative (tsr) asked her what color clamp was on the bag that was leaking, nurse stated the clamp was open and water was pouring out, when she closed the clamp the leak stopped. Tsr tried to find out what bag was leaking and was unable to get info. Tsr asked the nurse to check what cycle the machine was in. Nurse stated she had to call the renal nurse to come in and work on the machine. Nurse stated there was a note on the machine stating not to touch the machine. Tsr explained therapy needed to be ended and the setup was compromised. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.